Event description:
It was reported that while using the surgical fiber during a prostate procedure, the "fiber cap rotated" at 80,000 joules. The case was completed with a "turp." Patient outcome: "no injury to patient."